Manufacturer narrative:
Investigation is ongoing.

Event description:
During a valve in valve (26mm sapien 3 in 26mm sapien xt valve) tavr procedure via subclavian axillary approach, the commander delivery system balloon ruptured. Initially, the 26mm sapien xt valve was deployed as intended in the transapical approach with no evidence of pvl. Approximately 28 months post deployment, the valve now appeared to have "migrated or moved lower" and the pvl increased to moderate. The decision was made to deploy a 26mm sapien 3 valve in a slightly higher position that than sapien xt valve. The commander delivery system was filled with 23mm of fluid and the 26mm sapien 3 was deployed via subclavian axillary approach. When pulling negative on the inflation device, however, blood was observed at which point it was determined that a rupture had occurred on the balloon. The valve was able to be fully expanded and deployed. The physician used a second delivery system and post dilated the valve with nominal volume to ensure the valve was fully anchored. Post procedure echo showed no pvl. There were no patient consequences. It is perceived that the delivery system balloon may have ruptured from coming in contact at a slight angle at the top of the previously deployed valve.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During preliminary engineering evaluation, bunching was observed on the distal flex shaft and flex tip. Furthermore, the delivery system was fully inflated with atrion and leakage was observed from a pinhole at the I/c bond. Investigation is ongoing.

Manufacturer narrative:
Visual inspection revealed a pinhole/tear on the crimp balloon, proximal to the inflation balloon to crimp balloon bond. Additionally, the inflation balloon to crimp balloon bond was observed to be intact. No other visual defects (fish eyes, gel spots, etc) or abnormalities were observed on the crimp balloon. The inflation balloon was intact with no damages or tears observed. Compression/bunching was observed on the distal flex shaft. No other abnormalities noted on device. Functional analysis was performed and during delivery system balloon inflation with nominal volume, a leak was observed originating from a pinhole/tear in the crimp balloon. Crimp balloon double wall thickness measurements were taken proximal to the observed pinhole/tear. All measurements met specification. During manufacturing, the delivery systems undergo multiple 100% inspections. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. The complaint for balloon torn was confirmed. Per visual inspection by engineering, it was also noted bunching/compression at the distal flex shaft/flex tip, which may indicate valve diving occurred during the procedure. Tortuous patient anatomy may cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Subsequently, thv non-coaxility and diving into the flex tip can result in higher valve alignment forces, which can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area. Of note, the thv training manual provides an illustration of valve diving as well as troubleshooting tips. Review of complaint history revealed similar complaint events and device evaluations noting procedural complications and/or damage to the crimp balloon proximal to the I/c bond. Several of these complaints have been confirmed and previously attributed to patient factors (tortuosity) and/or procedural factors (increased tensile forces to the I/c bond due to performing valve alignment at an angle). This provides an indication that the root causes are related. In this case, it is possible that valve alignment difficulty may in tensile forces on the I/c bond area which caused damage such as a small hole/tear but not full separation of the balloon. Such damages most likely resulted in the reported valve deployment complications and observed balloon tear during engineering evaluation. While it is likely that patient factors (tortuous anatomy) and/or procedural factors (techniques employed during delivery system advancement, valve alignment, and/or fine adjustment) contributed to the reported valve alignment difficulty and complications during valve deployment and observed balloon tear, a definitive root cause could not be determined at this time based on available information and investigational results. At this time, a definite root cause cannot be determined. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient and/or procedural factors may have contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the july 2016 control limits for this failure mode. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation.